Manufacturer narrative:
The device intended for use in treatment has been returned and evaluated. A visual inspection found no defects, the functional evaluation established a relationship between the complaints reported and the device failed to alarm. The device was unable to generate negative pressure and failed to alarm for both the blockage and leak tests. The cause of these failures has been identified as a defective vacuum motor. The device was unable to turn on, charge or operate on mains power, a defective main circuit board has been identified as the root cause for these failures. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history has been reviewed, for the failure to alarm, similar instances were recorded in the previous four years. However, at this time it is deemed that no further action is necessary in relation to these complaints. The investigation is now complete and recorded as both mechanical component and circuit board failure. In parallel we continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch.

Event description:
It was reported that the device was found to be unable to generate alarms under expected alarm conditions. No patient harmed, and no injury reported because this was found during service and repair.